Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the first firing with blue reload. Changed another blue reload but still had the same issue. Changed the third reload to complete the procedure. As the patient had (B)(6), the samples had been discarded. There were no adverse consequences for the patient reported.